Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl , 480 mg/dl, 250 mg/dl mg/dl at the time of the incident, sensor glucose was 240 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The device will not be returned for analysis and the sensor will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that customer was not at automode and keeps on suspending, customer was above 400 mg/dl on blood glucose according to the meter it's below 60 mg/dl - they are done with it, customer was no longer high.